Event description:
Approximately 13 months post heartware lvad implantation, during the examination of the driveline cable for this patient, the connector was found to be loose (rear portion). This finding was identified as a result of the technical bulletin (3007042319-01/18/13-001-c ) issued on 18/01/2013 by heartware inc. For this matter. The driveline cable connector could not be completely unscrewed and removed, so the site personnel fully tightened the connector with a wrench. The site discussed the issue with heartware personnel and it was determined that no further action was required. The event was resolved without patient injury. The site will continue to monitor the patient's driveline cable connector during routine visits and will consult with heartware if further action is needed.

Manufacturer narrative:
The reported event was visually confirmed in the field and was addressed by the site personnel. No further action is required. No additional information will be forthcoming.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Additional information: approximately six weeks after initial event, the rear part of the connector was loose again and the patient returned to the hospital; he was anxious. The heartware clinical engineer perform a successful driveline connector repair. The patient was discharged with no reported injury. No additional information will be forthcoming.

Manufacturer narrative:
Driveline cable,(B)(4), was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of the log files did not reveal any alarms around the event date of (B)(6) 2013 through (B)(6) 2013. On-site inspection of the driveline cable revealed that the back nut of the connector was loose; thus confirming the reported event. A driveline connector repair was performed to mitigate the conditions reported. Heartware had initiated an internal investigation to evaluate issues related to loosening of the driveline connector. Based on the investigation, the most likely root cause of the loose connector may be attributed to the interaction of rtv silicone and epoxy during the connector assembly process that causes a reduction in bonding strength. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.